Event description:
It was reported that insulin gauge displayed amount different than expected, showing 0 units when caller expected 260 units, and this discrepancy had occurred on two occasions earlier in the day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge and then reloading same cartridge, and technical support advised caller to contact them again for troubleshooting if problem recurred, which caller acknowledged.